Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. (B)(4). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Lot (quantity: (B)(4)) was release to the warehouse on (B)(6) 2010 work order was issued on (B)(6) 2010. The review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. There were no nonconformances generated during production if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was placing a synapse polyaxial screw into the patient at level c2 on (B)(6) 2016. After drilling the pilot hole and tapping the pilot hole, he advanced a 4.0 x 20mm polyaxial screw into level c2. He began advancing the screw further using a stardrive screwdriver shaft. The bone purchase was too much and the tip of the driver broke off and popped the poly head off of the screw. The broken driver tip and poly head of the screw were retrieved. The shank of the screw was not removed because the bone purchase would not allow the shank to turn. The surgery was successfully completed with no surgical delay and no further issues. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (cross pinned strdrv scrwdrvr shaft self-retaining t15/qc, part number 03.614.018, lot number 6371373). The subject device was received with the distal tip broken just above the cross pin. The balance of the device appears to be in fair condition. Screw insertion is completed with a cross-pinned t15 screwdriver shaft (03.614.018). The screwdriver is one of three drivers (also 03.614.020 and 03.614.039) which can be utilized for the insertion of synapse polyaxial screws. The driver shaft is assembled with a holding sleeve (03.614.017) and a handle with quick coupling (324.107) to form an insertion assembly per the technique guide. The associated drawing was reviewed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The complaint condition was confirmed, however, a definitive root cause was not able to be determined. The failure mode is consistent with the application of torque when the tip is not fully seated into the screw drive recess leading to bother devices to fail intraoperatively. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Narrative regarding screw size was corrected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification: after drilling the pilot hole and tapping the pilot hole, the surgeon advanced a 4.5mm x 20mm polyaxial screw into level c2.